Manufacturer narrative:
Analysis: no product was returned. Conclusion: it was reported that the melody valve was functioning normally, however, due to previous surgical procedures, the anatomic relationship of the proximal conduit to the aortic root changed. (B)(6). (B)(4).

Event description:
Medtronic received information that following the implant of this pulmonary transcatheter bioprosthetic valve in a patient with prior interrupted aortic arch repair (type a) and konno-ross procedure with 19mm rv-pa conduit, the patient developed unexplained pulmonary edema. Approximately three weeks following implant, echocardiogram results revealed increased aortic insufficiency, from mild to moderate with unimpaired left ventricle systolic function and a normally functioning right ventricle to pulmonary artery conduit and valve. A pre-catheterization echocardiogram (tee) revealed that the aortic root was partially compressed by the valve stent, pinning the left aortic leaflet and not allowing it to open or close completely. Angiography confirmed there were changes in the anatomic relationship of the proximal conduit to the aortic root by the combination of a konno-ross implant. As a result, the melody valve/stent was sitting on top of the left main/left anterior descending coronary artery, compressing the aortic root in from the side. Additionally, there appeared to be a fistula between the aortic root and the conduit. The melody valve was confirmed to be working normally. At this point, the patient became unstable and went to the operating room on ECMO for surgical repair. During the procedure the surgeon confirmed the diagnostic studies and also found a 2cm rent between the aorta and the conduit starting just above the left main coronary ostium which continued distally along the shared surface of the ascending aorta and the conduit. The melody valve/stent was removed, the rent was repaired with a patch, and a new rv-pa homograft was implanted. The patient was removed from bypass without difficulty. Following the repair, no further adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.